Event description:
It was reported that the poles attached to two (2) novum iq large volume pumps tipped over. On one (1) occasion, the pole flipped and pulled out the patient intravenous line. Another occasion, the pole dropped on top of a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.